Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable loop recorder device had an inappropriate alert for vertigo. The patient was evaluated and diagnostic testing was done. The device remains in use. The patient was reported to be enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.